Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason was unhappy with vision post op. Clinical reason being visual discomfort, left eye blurry vision . The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested and received stating that the lens was not defective. Lens was cut into pieces to remove it. Patient had no problems with the lens exchange.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 17.0 diopter lens was exchanged for a non-alcon 17.0 diopter lens. The exchange for a different toric power may indicate the replacement lens was a better choice for the patient¿s visual needs. The facility adamantly indicated the reported lens was not defective. The manufacturer internal reference number is: (B)(4).